Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer did not perform the proper air removal techniques. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose level was 178 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.